Event description:
A customer in (B)(6) notified biomerieux of a misidentification of atcc strain (B)(4) (proteus hauseri) when testing with vitek® 2 gn ID test kit (ref. 21341). Vitek 2 identified the organism twice as proteus penneri. There is no indication or report from the laboratory that the discrepant quality result led to any adverse event related to any patient's state of health. There was no patient associated with this quality control sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomerieux of a misidentification of atcc strain 13315 (proteus hauseri) when testing with vitek® 2 gn ID test kit (ref. 21341). Vitek 2 identified the organism twice as proteus penneri. An investigation was performed. According to the atcc web site, the atcc 13315 strain is no longer the type strain of proteus vulgaris. Atcc 29905 is the new type strain. The new type atcc 13315 strainis a proteus hauseri, which is not a qc strain for the gn card. The submitted isolate was subcultured on cos medium, and gn card testing included individual organism suspensions on two customer lots (cl1 : 2410305403, cl2 : 2410366103) and one random lot (rl : 2410391203) tested three times each. Vitek ms v3 (different versions) was also performed. On vitek 2 (v7.01) gn cards, five of nine gn cards tested, resulted in low discrimination identifications between proteus penneri and p.hauseri. The remaining cards gave a good identification of p. Penneri, duplicating the customer's misidentification on four of nine cards tested. According to the comparison of biochemical profiles on vitek 2, these species are very close. Additionally, this strain (atcc 13315) was tested during development six times with the following results: three low discrimination calls, and three correct calls of p. Hauseri. Therefore, it has been shown that this strain demonstrates inconsistent results when tested on the gn card. The identification expected was confirmed with vitek ms v3 (knowledge base v3.2.0) : excellent identification to p.hauseri (99.9%). The customer misidentification to p.penneri was confirmed in-house.